Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s stimulator hasn¿t been working in years. Technical services asked, but the hcp did not have additional information regarding why the device was not working. Technical services reviewed the possibility for the device being overdischarged and related the MRI guidelines pertaining to this. No symptoms were reported. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had their device replaced. No further information was reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. It was reported that the patient called in because they wanted to answer the questions from the letter they received verbally. The patient stated that no steps were taken to resolve the ins not working. It was reported that even the manufacturer representative (rep) that the patient met with had a hard time charging the ins. It was reported that it took 5 hours to charge the ins with the patient not moving. The patient noted that they do not have time to charge for that long. It was reported that the ins was sitting on the curve of the patient's back. The patient thought that the manufacturer should take responsibility for the ins being put in wrong. The patient reiterated that there was something wrong with the device. The patient stated that they could not charge the ins because they could not afford to spend 5 hours charging it due to the way it was put in, so they let it go dead. The patient reported that they had hip bursitis and that the ins was meant to treat pain in their legs, but their back was beginning to hurt. It was reported that the patient went to their hcp and the nurse practitioner didn't know what to do because the ins had died three times. The patient was told that they would need a revision. The patient stated that they could hardly walk because of bone-on-bone degenerative disc disease. No further complications are anticipated.